Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The product was returned for investigation. No physical abnormalities were observed on the pump. Saturated pump flow was observed during a test run in a bucket of water. Upon further investigation, biomaterial was observed in purge gap and motor housing. The cause of the pump stop issue was biomaterial found in purge gap and motor housing.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 61-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During a scheduled pci, the motor current spiked and the pump subsequently stopped working. Attempts to restart the pump were unsuccessful and the decision was made to explant the pump and reschedule the pci. There was no patient harm reported due to the issue.